Event description:
It was reported that after a procedure, there was an air leak from the tracheostomy and mouth with a slight drop in lung volumes and increased salivation. An increase in cuff pressure was required to correct the leak. There was no patient harm but there was a drop in lung volume. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The device is not available as it is currently in use in the patient. (B)(4).